Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the device will not be returned. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically. This report is being submitted to correct the device codes field (f10) in section f, for use by uf/importer and device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) has dropped its battery longevity from 22 percent to 13 percent in a span of 3 months. As of this time, this s-ICD remains in service. No adverse patient effects were reported. Additional information was received indicating that this s-ICD was explanted and replaced with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) has dropped its battery longevity from 22 percent to 13 percent in a span of 3 months. As of this time, this s-ICD remains in service. No adverse patient effects were reported. Additional information was received indicating that this s-ICD was explanted and replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the device codes field (f10) in section f, for use by uf/importer and device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) has dropped its battery longevity from 22 percent to 13 percent in a span of 3 months. As of this time, this s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) has dropped its battery longevity from 22 percent to 13 percent in a span of 3 months. As of this time, this s-ICD remains in service. No adverse patient effects were reported. Additional information was received indicating that this s-ICD was explanted and replaced with the same model. No additional adverse patient effects were reported.